Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient programmer was dysfunctional and got warm when starting to synchronize with the implantable neurostimulator (ins). The display on the programmer ¿did not wake up, its empty.¿ the patient had pain, a burning sensation, and less than 50 percent therapy relief at the device pocket. The patient was not able to get any pain relief during the night because the programmer did not work and the patient could not turn the ins on or off. The batteries were changed, but the problem remained. The programmer was replaced and the issue was resolved. The patient did not feel any more heat on the skin and they could read the display and adjust stimulation in the proper way.